Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, the luer adapter snapped when twisting into vacutainer barrel. This occurred twice. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, the luer adapter snapped when twisting into vacutainer barrel. This occurred twice. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode of hub breaks off was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of hub breaks off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.